Manufacturer narrative:
Continuation of concomitant products: dtba1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The impedance alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.